Manufacturer narrative:
See MDR ref. #1920664-2011-00054 for the millennium phacoemulsification handpiece used during the same procedure.

Event description:
A report was received from a user facility in austria stating that a patient underwent a cataract surgery without any problem. During the follow-up visit, a small metal piece was found in the anterior chamber of the patient's operated eye. The small piece was removed without any consequences and the patient is fine. The doctor does not know where the small metal piece came from as several products from different manufacturers were used during the procedure.